Manufacturer narrative:
This supplemental report has been created with updated information with reference to manufacturer's report #1218950-2021-10686 previously submitted and closed; the customer¿s problem was initially found to be due to the configuration of the alarms, which was resolved by the rse explaining that it was impossible to change the criticality of the alarm, but that the alarm threshold of the pause and asystole can be adjusted. A philips remote service engineer (rse) spoke with the customer and confirmed the problem. The rse retrieved the strips and logs for analysis. Additional analysis of the provided strips indicate that an alarm for asystole should have occurred. The cause of the malfunction was not identified. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported the pause alarms were sounding as yellow alarms rather than red alarms at their philips information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.